Event description:
It was reported that pump touchscreen was unresponsive and patient did not want to perform troubleshooting steps. There was no reported impact to the customer¿s blood glucose level. No additional information was received regarding corrective actions taken by the customer or technical support.